Event description:
It was reported that the bd alaris pump module smartsite blood infusion set separated when the rn spiked the unit of blood. The following information was provided by the initial reporter: the tubing separated when the rn spiked the unit of blood.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary the customer reported a separation from the chamber, and returned one used sample of material 2477-0007. The sample was separated at the inlet of one of the two spikes into the drip chamber, the complaint is verified. The root cause was further investigated by the manufacturing site, and the root cause was found to be poor insertion depth and holding time between the components. A device history record review for model 2477-0007 lot number 22035075 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris pump module smartsite blood infusion set separated when the rn spiked the unit of blood. The following information was provided by the initial reporter: the tubing separated when the rn spiked the unit of blood.